Event description:
A patient underwent surgery with hydrus microstent implantation on (B)(6) 2022. On post-operative day 5, the iop was 61 mmhg with poor vision. Between day 8 and 12, the iop continued to improve but with more inflammation, so the steroid was changed to durezol (unknown dose). On gonioscopy, the hydrus microstent was in good position with the distal end appearing "shinier" possibly from a more superficial placement in the trabecular meshwork, with no iris or corneal touch from the microstent. On (B)(6) 2022, the iop was 23mmhg and the eye was quiet. On (B)(6) 2022, the patient was examined by another glaucoma specialist; the iop was "stable," and the patient will continue to be monitored.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Elevated iop and inflammation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Based on information provided by the surgeon, the etiology of the elevated iop and inflammation are unknown but not specific to the hydrus microstent given the bilateral nature of the inflammation despite use of a different tm-bypass implant. Manufacturer reference #: cmp (B)(4).

Event description:
The surgeon reported the contralateral eye underwent cataract surgery with a different migs implant. The patient had the same reaction with elevated iop and remained on medication until a subconjunctival drainage device was implanted in both eyes. The surgeon stated that he did not believe the elevated iop was related to the hydrus microstent given the bilateral nature of the inflammation despite different tm-bypass device implantation. The patient is doing well and iop's are under control.